Manufacturer narrative:
The subject device was returned to olympus. In addition to evaluation in b5, the grip had discoloration. The scope cover had discoloration. The control unit had discoloration. The suction cylinder had discoloration. The up/down knob had a scratch. The scope connector cover unit had discoloration. The scope connector case unit had discoloration. The plug unit had discoloration. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a dent. The objective lens had a scratch. The light guide lens had a scratch. The universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer returned the evis exera iii gastrointestinal videoscope without a complaint. There was no report of patient harm. During incoming inspection, the nozzle was clogged with foreign material (white plastic) due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white plastic like foreign material was found in the nozzle. Upon further follow up with the customer, the foreign material was identified as a piece of a broken bw-412t single-use brush that was used during the previous reprocessing. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it was confirmed that the device was properly reprocessed before it was sent in for repair. The event can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual: 3.3 inspection of the endoscope: inspection of the endoscope operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.